Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter terminated at the 40cm depth marking. The purple luer adapter was received completely detached from the extension tubing. Inspection of the adapter confirmed that the extension tubing was broken. Microscopic inspection of the break site revealed a granular fracture surface. The fracture surface exhibited beach marks. Buckling of the extension tubing was observed in the vicinity of the break. The fracture features were consistent with material fatigue failure caused by repetitive stress. That stress appeared to be torsional (twisting), suggesting that catheter accessing, de-accessing and luer adapter cleaning may have contributed.

Event description:
It was reported that the purple port on the power PICC was found detached in patient's bed; the line was clamped and the PICC removed as per physician. PICC was reinserted (B)(6) 2017. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0697 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the purple port on the power PICC was found detached in patient's bed; the line was clamped and the PICC removed as per physician. PICC was reinserted (B)(6) 2017. No patient injury was reported.